Event description:
Healthcare professional (hcp) reports 1 incident of a pt reaction to the psn (polysynthane) membrane. The incident occurred during the first 10 mins of the pt's first exposure to the psn membrane. The pt experienced a stuffy nose and skin mottling. The pt was treated with benadryl 25mg intravenously and the symptoms were relieved within 30 mins. The dialysis treatment was completed without incident. The pt was switched to a cellulose diacetate membrane on the next dialysis treatment and the treatment was completed without incident per the hcp.